Event description:
While using oral suction / yankauer to remove oral secretions from patient's airway during intubation, the tip of the yankauer suction tube came off and staff were unable to locate it. A chest radiograph was obtained post intubation for proper tube placement as well as monitoring for possible aspiration of yankauer tube tip.